Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had no arterial waveform or numbers. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 keeping UDI partial in emdr (B)(6) as serial number is unavailable. Bryce, an rn in the ccu, called requesting assistance with no arterial waveform or numbers on the balloon pump. Bryce stated they received the patient from the cath lab and the pump says transducer no cable. Esp personal verified the cable was connected properly. Esp personal suggested getting another cable from a different pump to confirm the cable was the issue. Esp personal encouraged bryce to call back if the different cable did not resolve his issues or if any needed any other assistance. Bryce did not call for the remainder of the shift.

Event description:
N/a.